Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system would not boot up properly. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the problem was related to the external ups. To resolve the issue, fse switched the ups to online mode and rebooted the system. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up properly. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.